Event description:
It was reported that a small volume intermate underinfused. The device was filled with 2 mu of colistimethate in 54 ml of 0.9% sodium chloride. The expected infusion time was approximately 32.4 minutes; however, after two hours solution remained in the device. The device was disconnected and no flow was observed. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured november 11, 2014 - november 13, 2014. Evaluation summary: the device was received for evaluation with 47 ml of fluid within its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.